Event description:
During a routine follow-up, episodes of noise on the ventricular channel diagnosed as vf were observed. Low rv impedance was noted and the rv sensing amplitude was unstable. The physician capped the pace/sense portion of the lead. The defib remains active.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.